Manufacturer narrative:
In initial report, the lot number provided was inadvertently reported as 6028890, however the correct lot number is 60184856. This follow up has the correct lot no. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/06/2019. Device returned to manufacturer? Yes. Device evaluation: the opo80 tubing pack lot#: 60184856 was returned. Prime, irrigation flow rate, venturi max vacuum, aspiration flow rate, vacuum rise time, and vacuum sensor accuracy were tested and all test results except for aspiration and vacuum sensor, were found within specifications. Therefore, the reported event of vacuum issue was confirmed. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the tubing pack lot#: 60184856. All devices met material, assembly and performance specifications at the time of product released. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Date of event is unknown as it was not provided. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A cataract patient experienced high intraocular pressure immediately after procedure was completed. A brief description from the surgery center indicated during a cataract extraction procedure, a vacuum issue occurred during the irrigation and aspiration segment when using the opo80 compact intuitiv disposable tubing pack. The patient was prescribed vigamox (antibiotics). At 2-day post op exam, it was reported the intraocular pressure was decreased.